Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient reported that they were unable to connect their remote to their device and were getting a red light on the remote. Troubleshooting was attempted over the phone; however, it was unsuccessful. The representative met with the patient in the office and attempted to connect to the remote but still had red light showing. Troubleshooting showed open impedances. Lead revision was performed. There were no other issues or complications reported.